Manufacturer narrative:
The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that at least six (06) solution sets leaked from the air vent of the drip chamber when priming the line. The sets were used with non-baxter bag. There was no patient involvement. No additional information is available.